Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention may take place at a later date to address the issue.